Event description:
On (B)(6) 2011, pt reported experiencing concern with the down button on the infusion device. Pt stated, the issue occurs about 10% of the time over the past 3-6 months. Pt reported, the issue was first discovered while attempting to deliver a bolus. Pt stated, he did not know if the up button has ever malfunctioned. Pt reported the button pops back up after being pressed. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.